Manufacturer narrative:
Evaluation codes method, result and conclusion. Device evaluation summary: the exhalation valve flow senor (evq) was returned for failure investigation. During the decontamination disassembly process a visual inspection revealed that the hot film element, (wire) was broken on the returned evq. Conclusion: customer abuse/mishandling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: exhalation sensor printed circuit board (pcb). The exhalation sensor pcb was visually inspected and showed no anomalies. A review of the ventilator diagnostic logs had no errors observed. The exhalation sensor pcb was functionally tested and no malfunction or product deficiency was identified. Conclusion: no fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated flow sensor and loss of communications error messages. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the flow sensor, user interface printed circuit board (pcb), exhalation module, and exhalation sensor.